Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the controller being exchanged due to damage on a power cable was not confirmed. Additional information provided stated that the heartmate ii system controller would not be returned for evaluation and that the controller was implanted in 2013. It was also reported that no alarms were observed during testing of the exchanged controller. Review of the submitted log file, which is associated with the patient¿s new controller, revealed that the new controller was connected to the driveline on (B)(6) 2022 at 11:38:37 and that the pump then operated at the set speed; this indicates that the controller was exchanged. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 patient handbook (rev. D) section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate ii system controller, serial number (B)(4), was manufactured in accordance with manufacturing and qa specifications. The heartmate ii system controller was shipped to the customer on 14jul2017. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the controller was exchanged on 27jul2022 due to damage on the power lead.